Manufacturer narrative:
Insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart error test,pump error alarm and watchdog timeout alarm due to blank display. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage and pump error alarm and blank display was there but customer stated display returned. Customer's blood glucose value was 75 mg/dl at the time of the incident. The customer was assisted with troubleshooting and self test was passed. The device will be returned for analysis.